Event description:
It was reported by service report that the siderail was broken and it could not be locked in the up position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail assembly.